Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty cycler set malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. The patient¿s pd culture was positive for growth of staphylococcus epidermis which is a bacterium normally found on human skin. Therefore, based on the available information, the peritonitis event can be attributed to patient touch contamination.

Event description:
On 11/jun/2026, it was reported that this patient on peritoneal dialysis (pd) was hospitalized with peritonitis. There were no reported allegations that the event was caused by fresenius products. Upon follow-up conducted on (B)(6) 2026 with the patient¿s pd registered nurse, it was confirmed that on (B)(6) 2026 this patient was admitted into the hospital with symptoms of abdominal pain. The nurse stated the patient had a pd culture obtained (in the hospital) which was positive for growth of the bacteria staphylococcus epidermis. The patient was initiated on antibiotic therapy utilizing intra-peritoneal (ip) vancomycin and ceftazidime (dosing not provided) for a diagnosis of peritonitis. On (B)(6) 2026, the patient was discharged from the hospital. The patient is recovering from the event and continues pd with the same cycler. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse stated that the peritonitis event was attributed to patient touch contamination.